Manufacturer narrative:
Additional information: h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during night cycle three of peritoneal dialysis therapy. During troubleshooting, it was reported that the drain bag came loose. Renal therapy services (rts) assisted the patient with disconnecting and ending the therapy . Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.